Manufacturer narrative:
The phaco handpiece was not returned in house for evaluation. The customer sent the phaco handpiece to the company representative. The phaco handpiece was tested for the functionality and found that it worked. The phaco handpiece was sent back to the customer. With no additional, related information provided, the customer reported event could not be confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a handpiece heated up and caused a burn to the surgeons hand during a surgical procedure. Blisters appeared on the surgeons hand. Additional information has been requested but not received.